Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl earlier. The customer was assisted with troubleshooting. Customer stated she changed her infusion set twice and took a manual injection. Customer stated she taken another manual injection. Customer was not in auto mode. Customer stated she need to calibrate. Customer stated it was hard for her to see, due to eye degeneration. The insulin pump will not be returned for analysis.